Manufacturer narrative:
72404127, 126013005, control pump fgs iz. Device incontinence mechanical / hydraulic. 72404131, 115837006, belt cuff fgs 4.5 cm iz. Device incontinence mechanical / hydraulic.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to old cuff had a hole. All components were explanted and replaced. A new aus was implanted. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced leaking. No adverse patient effects.